Manufacturer narrative:
The patient advised that at this time she did not want to provide the surgeon name and really she wants to know how the hardware could have broken. She also stated that she is scheduled for another surgery on (B)(6), 2015 and she would certainly get the hardware and contact alphatec (vp, regulatory, quality and clinical affairs) in terms of next steps. No other information / details have been provided or known at this time. Upon the receipt of additional / updated information a follow up submission will be provided.

Event description:
A patient contacted alphatec directly alleging broken hardware in her back. She indicated surgery was conducted on (B)(6), 2015 and recently has been in a great deal of pain. An MRI and other tests determined that the hardware was broken in 2 locations. The patient did not know exactly where it had broken nor did she know the name of the actual alphatec product, but she knew it was and alphatec product as she had the brochure.

Manufacturer narrative:
(B)(4). On (B)(6) 2015 the patient contacted alphatec vp, regulatory, quality and clinical affairs. She provided additional information and photo's of the explanted rod and two polyaxial screws. "Here are the numbers on the rod and screws that I have. The date of the revision was (B)(6) 2015. Original surgery was (B)(6) 2012. The fusion was not completely fused yet. There was only one rod that broke and a few loose screws. I still haven't heard back on the level". Although the implants have not been returned for an evaluation, review of the device history records revealed no manufacturing, processing or design related irregularities. The implants appear to have been properly manufactured and released according to design specifications. Due to the fact that the rod was implanted for over three years and because the patient did not achieve fusion, the construct was more than likely carrying the majority of the load throughout the time of implantation with no gradual transfer of load that would be associated with fusion. As these implants are intended for temporary stabilization until fusion occurs they do not have an indefinite useful life and will most likely fail over time if fusion is not achieved. The provided instruction for use (ins-025) state; warnings: 2. The system implants are used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with these devices. Without solid bone fusion, these devices cannot be expected to support the spine indefinitely and may fail due to bone-metal interface, rod failure or bone failure. 11. The benefit of spinal fusions utilizing any pedicle screw fixation system has not been adequately established in patients with stable spines. Without solid bone fusion, these devices cannot be expected to support the spine indefinitely and may fail due to bone-metal interface, rod failure or bone failure. The patient also indicated that two explanted polyaxial screws were loose. 62065-45; ti polyaxial pedicle screw - 6.5mm x 45mm, lot# 646190, mfg 4/19/2012. 62065-50; ti polyaxial pedicle screw - 6.5mm x 50mm, lot#646303m mfg 4/20/2012. Polyaxial screws are designed with friction fit bushing which allows the head of the screw to freely move in all directions. This provides mobility to align the screw heads to assure proper seating of the rod. Once force is introduced via a set screw, the tapered sides of the bushing are lodged between the ball of the screw and the pocket of the head, locking the screw into the desired position. Upon removal, pressure/force was likely introduced to distal tip of the bone screw which reversed locking and allowed the head to motion freely once again.